Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). No strips remain to be returned for investigation.

Event description:
The customer's wife stated that the customer obtained a questionable result on a capillary blood sample using a coaguchek xs meter, serial number (B)(4), when compared to his doctor's coaguchek brand professional meter. The initial meter result was 1.7 inr. The customer saw a qc check mark icon displayed after the result. Six hours later, the customer tested with his doctor's meter with a result of 2.5 inr. This result was believed to be accurate. It was unknown whether a new finger was used for each test. No adverse event occurred. The customer did not receive treatment for the result of 1.7 inr.  The customer¿s therapeutic range is 2.0-2.5 inr.  The customer is not anemic, has no hematocrit issues nor antiphospholipid antibodies. He is not taking heparin or direct thrombin inhibitors. The customer had taken plavix from (B)(6) 2017, after his scheduled surgery on (B)(6) 2017. The meter and strips were requested to be returned for investigation; however, no strips remained for return. Replacement was sent.  Relevant retention test strips (lot 152881-23) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. The retention material met the specification.

Manufacturer narrative:
No product was returned for investigation. A specific root cause for this event could not be identified. Additional information was requested for investigation but was not provided. No information was provided in the case that would point to a cause for the discrepant results.